Event description:
This is a spontaneous report by a nurse from the USA of peritonitis, low blood pressure, and death in an approximately (B)(6) female coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency, lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the patient's nurse reported the following information. On an unreported date, the patient was hospitalized for peritonitis and low blood pressure. The cause of the peritonitis and if a peritoneal effluent culture was performed was not reported. On (B)(6) 2011, while hospitalized, the patient died. The cause of death was unknown. It was not reported if treatment was rendered prior to the fatal event and if an autopsy was performed. Dianeal therapy was ongoing until the date of death. The outcomes of the peritonitis and low blood pressure were not reported. Per the nurse, the peritonitis, low blood pressure, and death were unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4) - a batch review was performed for potentially associated lots gd880757, gd879924 and gd881474 with no defects noted during batch review that could be associated with the reported condition. Root cause could not be determined based on information available in this complaint report. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress. This is report 2 of 2 involved in this event.

Manufacturer narrative:
(B)(4). The following information was obtained by global pharmacovigilance. The nurse reported the following information. On an unreported date, the patient developed peritonitis and low blood pressure. On (B)(4) 2011, the patient was hospitalized for peritonitis and low blood pressure. On (B)(4) 2011, the patient's pd catheter was removed and dianeal therapy was withdrawn. Treatment provided was not reported. On (B)(4) 2011, while hospitalized, the patient died from liver cirrhosis and septic shock. Per the nurse, the fatal septic shock and fatal liver cirrhosis were unrelated to dianeal therapy.